Event description:
It was reported that bd insyte autog bc catheter becomes damaged. The following information was provided by the initial reporter: elderly male with history of lung cancer. Procedure: IV placement for infusion. While attempting to start an IV on patient for treatment- pulled out 22ga IV, opened package and when top removed, this nurse noted that the angiocath (plastic portion of the IV) was bent. Not used on patient.

Manufacturer narrative:
This MDR is a result of an investigation result. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs: one photograph of the top web of the packaging and two photographs of the implicated device. The needle and needle shield had been removed from the IV catheter. The needle shield was not visible in either of the photographs. The catheter appeared free of clinical usage residue. The distal tapered tip of the catheter appeared to be bent. The distal end of the catheter tubing also appeared to be damaged, with small pieces of material attached to the end of the tubing. The exact characteristics of the damage to the distal end of the catheter could not be fully seen in the photographs; it is possible that the catheter was perforated or damaged by the needle causing the damage and bend in the tubing. Although your reported issue was confirmed as the catheter appeared damaged, a root cause could not be determined. Damage to the catheter tip can occur either during manufacturing or during product use. The defect could originate as a part of the manufacturing process due to alignment of the set together station, bent tubing during manufacturing, or air blow inconsistency. A 100% vision system, challenge sample, and visual inspections per quality control plans are in place to mitigate the occurrence of this defect. During use it is possible for the needle to damage the catheter while the user attempts to break the tip adhesion. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.